Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff kit was received for evaluation. Visual and microscopic evaluations were performed a hollow feature in the molding of the tunneler tip was noticed during sample evaluation. The investigation is confirmed for damaged/defective tunneler, as the proximal tip of the tunneler was broken off. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. However, corrective action is currently open to address the issue and identify appropriate actions. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that while attempting to place the catheter onto the tunneler, the tunneler allegedly broke at the tip. There was no reported patient involvement.

Event description:
It was reported that while attempting to place the catheter onto the tunneler, the tunneler allegedly broke at the tip. There was no reported patient involvement.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff kit was received for evaluation. Visual and microscopic evaluations were performed a hollow feature in the molding of the tunneler tip was noticed during sample evaluation. The investigation is confirmed for damaged/defective tunneler, as the proximal tip of the tunneler was broken off. One electronic photo was reviewed as well and showed an overall view of the broken tunneler. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. However, corrective action is currently open to address the issue and identify appropriate actions. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while attempting to place the catheter onto the tunneler, the tunneler allegedly broke at the tip. There was no reported patient involvement.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that while attempting to place the catheter onto the tunneler, the tunneler allegedly broke at the tip. There was no reported patient involvement.